Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that there was no image when taking a picture using the 4k camera head, and it was unknown if there was a connection, and the image is compromised or whether there was no connection at all. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. The reported problem could not be reproduced or confirmed. There was no fault found with the subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.